Event description:
On (B)(6) 2023, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the outpatient clinic manager, it was reported this patient was hospitalized on (B)(6) 2023 with fluid overload due to non-compliance to prescribed pd orders. The patient has recently been having trouble with their liberty select cycler due to their advancing age and a declination in mental faculties resulting. The patient skipped two pd treatments due to issues they were having with the cycler as well as no assistance available to help with treatments. It was affirmed the patient is trained on manual exchanges and more than likely had the appropriate supplies to undergo continuous ambulatory pd. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had a complicated hospital course as they received an additional diagnosis that was irrelevant to pd therapy or the use of any fresenius product(s) or device(s). The patient recovered from these events and he was discharged to home on (B)(6) 2023. It was confirmed the patient¿s fluid overload, and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction:h10 clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On 26/may/2023, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the outpatient clinic manager, it was reported this patient was hospitalized on (B)(6) 2023 with fluid overload due to non-compliance to prescribed pd orders. The patient has recently been having trouble with their liberty select cycler due to their advancing age and a declination in mental faculties resulting. The patient skipped two pd treatments due to issues they were having with the cycler as well as no assistance available to help with treatments. It was affirmed the patient is trained on manual exchanges and more than likely had the appropriate supplies to undergo continuous ambulatory pd. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had a complicated hospital course as they received an additional diagnosis that was irrelevant to pd therapy or the use of any fresenius product(s) or device(s). The patient recovered from these events and he was discharged to home on (B)(6) 2023. It was confirmed the patient¿s fluid overload, and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
On (B)(6) 2023, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the outpatient clinic manager, it was reported this patient was hospitalized on (B)(6) 2023, with fluid overload due to non-compliance to prescribed pd orders. The patient has recently been having trouble with their liberty select cycler due to their advancing age and a declination in mental faculties resulting. The patient skipped two pd treatments due to issues they were having with the cycler as well as no assistance available to help with treatments. It was affirmed the patient is trained on manual exchanges and more than likely had the appropriate supplies to undergo continuous ambulatory pd. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had a complicated hospital course as they received an additional diagnosis that was irrelevant to pd therapy or the use of any fresenius product(s) or device(s). The patient recovered from these events and he was discharged to home on (B)(6) 2023. It was confirmed the patient¿s fluid overload, and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.